Event description:
The complainant reported that during impella cp support, the 76-year-old male patient had bleeding at the access site. To prevent any complication, the physician placed a compress closure to the anastomoses. Additionally, the patient had hemolysis on support with dialysis. This issue was present prior to the impella implant, however it is unknown if the impella was contributing to the hemolysis. The pump was explanted after four days of support, and the patient is noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Manufacturer narrative:
The investigation for the hemolysis and access site bleed has been completed. Product and data logs were not returned for review. Based on clinical description, the root cause of hemolysis was most likely patient condition related as hemolysis occurred prior impella implant. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Added h6 impact code 4627.